Event description:
On (B)(6) 2022, this patient on peritoneal dialysis (pd) therapy reported having an infection during a call to customer support to place a supply order. In an additional call a registered nurse (rn) indicated the patient had disconnected the pd catheter (not a fresenius product) accidentally during treatment and was being treated for 3 weeks for peritonitis. However, subsequently, the reporting nurse stated the patient was only being treated prophylactically for peritonitis; that the patient did not have a peritonitis event. The nurse confirmed the patient accidentally caused a disconnection between the fresenius cassette and the pd catheter (not a fresenius product) when moving the fresenius cycler. Per the nurse, there were no product deficiencies with the fresenius cassette and the cassette was discarded. However, the patient caused tension causing the disconnection to occur. As a result, on (B)(6) 2022, the patient went to the emergency room (ER) and was admitted in the hospital overnight. It was stated the surgeon had to manipulate the pd catheter and place a new cap. On (B)(6) 2022, the patient was discharged home. Subsequently, on (B)(6) 2022 the patient was seen in the outpatient pd clinic and had a pd culture obtained. Per the nurse, the pd culture had no organism growth. However, due to the pd catheter exposure and manipulation the patient was initiated on prophylactic antibiotics with ceftazidime and vancomycin (per clinic protocol) intra-peritoneal (ip) as a precaution. The nurse confirmed this event is not documented as a true peritonitis event in the medical record. The patient continues pd with the same cycler and continues to use fresenius cassettes without any serious injury or effect. Upon further follow up, the porn stated the patient did not have peritonitis. The porn reviewed the patient's medical record and provided pd culture on (B)(6) 2022 had a wbc of 113 and no organism growth. The patient was treated with prophylactic antibiotics due to a break in the pd catheter. The nurse stated a repeat pd culture was performed on (B)(6) 2022 which also had no organism growth and normal wbc. The nurse stated both pd cultures confirm the patient did not have peritonitis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).